Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician was attempting to use a resolute onyx device to treat a lesion in the proximal to distal lcx. Device was not inspected prior to use. No resistance was noted while advancing the device to the lesion. Prior to deployment of the device, it was noticed on an x-ray image that the sent was deformed, it is reported that it was 'crimped'. The lesion had been predilated with a 2.5 x x 12mm device. Procedure was completed with a resolute integrity 3.5 x26mm stent. No patient injury was reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.